Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, fixation function was reportedly irregular. Another lead was subsequently implanted instead.